Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-feb-27. It was reported that the patient¿s healthcare professional (hcp) directed them to a pain management doctor and the stimulator not working issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implantable neurostimulator (ins) was not working properly so their healthcare provider (hcp) put them on pain medications. It was noted that the ins was working when it was implanted on (B)(6) 2015 but in 2016, it stopped working. There were no trauma or falls reported that could be related to the issue. The patient and their hcp were working on meeting with a manufacturer representative (rep) for programming but they had not been successful. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient's device was not working for their pain and they were on pain medication. The patient wanted to meet with a manufacturer representative (rep) for reprogramming. The patient's healthcare provider (hcp) was retiring and when the patient saw the hcp the rep was not there for reprogramming. The patient did not get reprogrammed. Patient services was in touch with the rep and the rep stated they would reach out to the patient.

Event description:
Additional information was received from the healthcare professional regarding the patient. It was reported that the patient was seen on (B)(6) 2016 and stated he was experiencing more pain. The hcp contact the representative and asked them to interrogate the device. The hcp was unaware of the unit not working and had not seen the patient since the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(4)2017. The patient stated that the issue had not been resolved. The patient stated that they called patient services and informed them that their doctor had changed their neurostimulator and their doctor said it needed reprogramming. On two separate visits they had not been able to get a manufacture representative (rep) to come for reprogramming. Their doctor referred them to a pain management doctor for relief. The patient was then refereed to another doctor who would not deal with the device. The patient also noted that their nurse would not call to have an appointment scheduled with a rep for reprogramming. On (B)(6)2017 a rep contacted the patient and stated that they received an email to reach out to the patient. The patient is waiting for an appointment to be scheduled with the rep for reprogramming. No further complications were reported/are anticipated.